Event description:
On (B)(6) 2013, (B)(6) a bracco distributor in (B)(4) rec'd info which was forwarded to bracco on (B)(6) 2013. The communication from (B)(6) reported the following info from the user facility: started insufflating after inserting a catheter in a pt in the lateral position and the position was changed. After that, scanning was performed since the pressure got stable soon. However, the test was stopped as a radiological technologist found picture image in which the tip of the catheter seems to be stuck in rectum (perforation suspected). The pt was hospitalized in the institution for one day. However, the pt was transferred to another institution since no surgeon belongs to the institution. The pt condition has not been confirmed yet (still working to confirm). On (B)(6) 2013, additional info was provided by the reporting physician to (B)(6) and was sent to bracco on the same day and incorporated into bracco's initial report. The physician reported: the pt's adverse events were still under investigation. They will provide the info when it is known. The catalog number for the protoco2l insufflator is 6400 and the serial no. Is (B)(4). The administration set used was: catalog no. 6470; lot no. 50601362; exp date: 05/31/2014. (B)(4).

Manufacturer narrative:
No malfunction or over pressure situation was reported. It was reported that the catheter seems to be "stuck" in the rectum and peroration was suspected. No info on the administration set that was sued with the protoco2l insufflator was provided. Info confirming colonic perforation actually occurred has not been received. The pt was hospitalized for one day; however, since no surgeon belonged to that institution, the pt was transferred to another institution. Bracco has requested return of the protoco2l insufflator and plans to conduct an investigation. Add'l info is required.